Manufacturer narrative:
A software analysis was conducted as part of the investigation. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the procedure was a transsphenoidal resection of a tumor. The issue resulted in a 5 minute procedure delay. There was no impact on patient outcome. No further information was provided.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, serial/lot #: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an unknown procedure. During the procedure, the merged MRI was unavailable in navigation. Technical services provided the manufacturer representative system work around in the software release notes. The work around resolved the issue during the case. The length of procedure delay was unknown. The procedure was completed without aborting imaging or navigation. The issue was reported to have resolved during the call. There was no reported impact to the patient outcome. No complications were reported/anticipated.